Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection, bleeding, dyspareunia, urinary problems. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapsed on (B)(6) 2008 and mesh was implanted. It was also reported that the patient had an additional mesh product implanted on an undisclosed date. It was further reported that the patient experienced pain, erosion of her internal bodily tissue, other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent examination under anesthesia, excision of fistulous tract to the underlying connective tissue and oversewing on (B)(6) 2012 due to vaginal bleeding, vaginal tract and flesh vaginal ulcer. It was reported that patient underwent mesh removal and cystoscopy on (B)(6) 2012 due to pelvic pain, rectocele, mesh erosion, granulomatous response of the distal right aspect of the vaginal mesh. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 01/27/2017.